Event description:
Customer's wife reported the planned hospitalization due to an infected diabetic ulcer. Customer is using manual injections during hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No blank display noted. Moisture damage found on keypad traces and electronic assembly. Unit had cracked display window corners.